Event description:
This complaint is now reportable based upon analysis completed on 08/13/2009. It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, crossing difficulty occurred. Lesion details are unknown. During insertion of the 15x2.0mm maverick2 balloon, the physician noticed difficulty pushing the device forward to the lesion. The device was then removed. No patient complications were reported. However, the returned product analysis of the 15x2.0mm maverick2 balloon revealed a shaft fracture.

Manufacturer narrative:
The device was received in two sections as a result of a break in the hypotube. The break was located approximately 49.5cm distal to the strain relief. Both sections of the break site were kinked at various locations along their lengths. An examination of the profile of the balloon and tip sections of the device found no anomalies. A labeling review identified that the device was in use per the directions for use (dfu). The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).